Event description:
Report rec'd from pt's relative stating that pt has had numerous medical events since implantation, and is wondering about any possible correlation with the implant procedure. Reporter states that immediately post-implant, the pt experienced headaches, then 4 days later mental confusion, shortness of breath and fever. Pt had been hospitalized for 2 weeks as of the date of the initial report. The pt's physician has been unable to determine the cause of the pt's symptoms, despite multiple tests performed, and the pt was currently on a respirator. The reporter was instructed to continue to f/u with the pt's physician regarding the pt's medical condition.